Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported discoloration to the patient cable and damage to the mpu housing was confirmed via visual analysis. The heartmate mobile power unit (serial #: (B)(4)) was serviced on (B)(6) 2022 at the abbott (B)(4) and no log files were submitted. The patient cable was observed to be discolored and the battery latch was found to be damaged. The unit was able to power on. The system passed all testing, the patient cable was replaced, the battery latch was replaced, and preventative maintenance was performed. The mpu was placed in the abbott rental pool after being serviced. The root causes of the reported damage and discoloration were unable to be determined. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use ¿alarms and troubleshooting¿ and heartmate iii patient handbook ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use ¿equipment storage and care¿ and heartmate iii patient handbook ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cable of the mobile power unit was heavily discolored and the battery latch was damaged.